Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73g1800267 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two units were shooting closed clips; unable to ligate vessels.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip protruding out of the channel. The returned sample appears used as there is biological material present on the device. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly. At this time, it was observed that the trigger jammed. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly. At this time, it was observed that the trigger jammed. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The reported complaint of "shooting closed clips" was confirmed based upon the sample received. One device was returned with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that two units were shooting closed clips; unable to ligate vessels.